Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing got loose and came apart from the cannula part during the night. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set in place. No further information available.